Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in a fistula of a vessel. A 7.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: a gladiator device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied and liquid was observed to be leaking from a balloon pinhole located approximately 3mm distal of the proximal marker band. A visual examination observed no damage to the tip of the device. A visual and tactile examination of the shaft of the device found no issues. A visual examination found no issues or damage to the markerbands of the device.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in a fistula of a vessel. A 7.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. It was further reported that the balloon was inflated once at less working pressure for a few seconds before it ruptured.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in a fistula of a vessel. A 7.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. It was further reported that the balloon was inflated once at less working pressure for a few seconds before it ruptured.

Manufacturer narrative:
Updated b5: describe event or problem